Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using aspart insulin. Tandem customer technical support informed customer that aspart insulin is indicated for use with tandem supplies for 3 days. To address the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin use.